Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test during a novasure procedure. The disposable novasure device was removed and a perforation was verified on hysteroscopy. The physician reported in 2008 that no treatment was needed for the perforation. The patient was kept overnight in the hospital for observation and discharged home. She is currently doing well.

Manufacturer narrative:
A review of the manufacturing records for this identified lot numbers and serial numbers revealed no abnormalities related to the reported information. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device, if the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not the further dilation is required, the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.